Event description:
A report was received that a pt's precision system was explanted. The pt reported that the stimulation caused swelling in his feet, and the pt's physician suspects the device to be the cause. The pt is reportedly doing well after the procedure.